Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during use, error 270 occurred stating the foot pedal was not working. The console was turned off and on, but the console still could not be used. The procedure was not completed due to this event. There were no patient complications. Additional information received stated the patient was not sedated when the procedure was cancelled. This event no longer meets reporting criteria.

Event description:
It was reported that during use, error 270 occurred stating the foot pedal was not working. The console was turned off and on, but the console still could not be used. The procedure was not completed due to this event. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.